Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing blood glucose levels above 400 mg/dl. Customer named a specific incident on which her blood glucose level was 453 mg/dl, which was treated with a manual injection. The customer stated that this may have been due to insertion issues. The insulin pump was not replaced or returned for analysis.